Event description:
Brainlab got aware regarding a medwatch report from the hospital, reporting the following event: "a stereotactic brain biopsy was conducted. However, after the procedure was finished, the physician noted that the brain tumor was missed. The patient had to return to have a repeat procedure. This has happened on more than one occasion." Brainlab performed further follow up with the customer and was able to retrieve the following information: the original procedure was on (B)(6) 2013 and the second procedure was on (B)(6) 2013. Brainlab devices involved: navigation software cranial unlimited, frameless biopsy system, brainlab navigated biopsy needle. According to the hospital there have been no negative clinical effects for this specific patient due to this issue.

Manufacturer narrative:
Although according to the hospital there are no negative clinical effects for this patient due to this issue, a risk to the patient's health could not be excluded for these specific circumstances, since apparently the biopsy was taken in another region of the brain than intended, with the brainlab device involved. Despite various follow up attempts brainlab could not yet retrieve all relevant information to conduct a full investigation of this specific event. Brainlab will continue the follow up with this hospital to be able to perform a comprehensive investigation including according conclusions. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation. Brainlab got aware regarding this event when receiving a letter from FDA on june 3, 2014, which included the report from the hospital (report # (B)(4)). The event was not reported to brainlab by the hospital before.